Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have strep throat, shortness of breath and strokes. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have strep throat, shortness of breath and strokes. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of contamination. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was no evidence of contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only, and there was no report of serious or permanent patient harm or injury. Section b1, b2, d9, g3 and h6 has been updated/corrected in this report.

Manufacturer narrative:
In the previous report, sections b1 marked as product problem, b2 and h1 was mentioned as blank. After review, it was determined that it should be serious injury. The following correction has been updated in this report. Section b1 has been updated to reflect adverse event and product problem and b2 updated as other serious or important medical events. Section h1 has also been updated to reflect the serious injury. Section h6 health impact code has also been updated to reflect the serious injury/illness/impairment.